Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for roche diagnostics tina-quant igm gen.2 (igm-2) on a cobas c 503 analytical unit. The initial result was 5.47 g/l. The repeat result was >63.0 g/l with an invalidating data flag. The sample was repeated with a manual dilution of 1:21 and the result was 59.85 g/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Manufacturer narrative:
The alarm trace data showed a high number of "abnormal aspiration" errors. Monoclonal gammopathy for the patient was confirmed. Product labeling states: "as with other turbidimetric or , this test may not provide accurate results in patients with monoclonal gammopathy, due to individual sample characteristics which can be assessed by electrophoresis." The investigation did not identify a product problem.